Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that there were missing labels and low vacuum with a bd vacutainer® sst¿ blood collection tubes. This occurred on 25 separate occasions before use. The following information was provided by the initial reporter, translated from japanese spanish to english: reference tube 367986 without adhesives and without vacuum. They have 25 tubes with this event. Medical device lot #: 8317820 medical device expiration date: 2019-11-30 device manufacture date: 2018-11-13.

Event description:
It was reported that there were missing labels and low vacuum with a bd vacutainer® sst¿ blood collection tubes. This occurred on 25 separate occasions before use. The following information was provided by the initial reporter, translated from japanese spanish to english: reference tube 367986 without adhesives and without vacuum. They have 25 tubes with this event.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were missing labels and low vacuum with a bd vacutainer® sst¿ blood collection tubes. This occurred on 25 separate occasions before use. The following information was provided by the initial reporter, translated from japanese spanish to english: reference tube 367986 without adhesives and without vacuum. They have 25 tubes with this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were missing labels and low vacuum with a bd vacutainer® sst¿ blood collection tubes. This occurred on 25 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: reference tube 367986 without adhesives and without vacuum. They have 25 tubes with this event.